Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips healthcare that the heart start xl defibrillator had a leads ECG test failure with an ECG fault message. There was no patient involvement.